Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.